Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced bruising at the implant site subsequent to sustaining a head trauma in (B)(6) 2024 (specific date not reported). The patient also experienced poor performance with open circuits noted on 3 electrodes. It was also noted that 6 electrodes have migrated outside the cochlea. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.